Manufacturer narrative:
A ge rep evaluated the system and found distortion was caused by metal near the image intensifier. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported distorted images. No pt injury was reported.